Event description:
It was reported that a spectrum pump had failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'failed downstream occlusion test' was reproduced. A review of the event history log (ehl) revealed occurrences of multiple "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty force sensor. The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.